Event description:
The hcp reported a pt had saline (1 ml/ml) infusing at a rate of 8 mls/day. The pump was filled with a mixture of clonidine 4000 mcg/ml, and bupivacaine 4000 mcg/ml. A bolus was primed with a duration of 1 hour 11 minutes but within an hour of starting the bolus the pt became very sick, his blood pressure dropped, and the pt "became grey." The pump was stopped and the next morning the pump was rinsed with saline and filled with a mixture of 500 mcg/ml clonidine and 500 mcg/ml bupivacaine. The hcp reported the pt had been complaining of increased pain and they wanted to get a 10% increase starting that day. A bridge bolus was programmed. Final pt outcome was not reported. Additional info has been requested from the hcp, but was not available on the date of this report.

Manufacturer narrative:
[See scanned page].